Manufacturer narrative:
Other text: h6 - evaluation and heic codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause of an error code saying "it did not run but was empty, needs to be sent back." Is the dso sensor. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump displayed an error code saying it did not run but was empty. Patient not affected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.